Event description:
It was reported that the 10x39x135 omnilink stent delivery system became stuck inside the 6fr sheath during advancement. Resistance was also felt during the attempt to retract the sds from the sheath; therefore, the devices were removed together as one unit. Another size omnilink stent was used to complete the procedure. No adverse patient effects were reported. Although there was a delay in the procedure it was not clinically significant for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to position, difficult to remove and separation was able to be confirmed. Based on a visual, dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the previously filed medwatch report new information received stating that the shaft of the stent delivery system separated during removal of the catheter into the sheath.